Event description:
Patient called into the providers office stating that their dexcom g7 sensor malfunctioned and they were needing a new one. Patient did not leave the providers office any details as to how the dexcom malfunctioned. Preventable adverse event reported by healthcare provider, healthcare provider gives consent to follow up (B)(6). No further information provided or available regarding this report.